Event description:
It was reported that prior to implant of the ventricular lead, torquing of the lead did not work and the helix would not extend or retract. Therefore, the ventricular lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was noted that the lead appeared to have been damaged at implant.